Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: if explanted; give date: not applicable as the iol remains implanted in the patient's eye. Device evaluation: product testing could not be performed because the product was not returned as the iol remains implanted in the patient's eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 20.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye and there was a film stuck on the posterior side of the optic. The doctor was able to remove the film by going underneath the lens and using the irrigation/aspiration (I/a) handpiece. No additional information was provided.